Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the existing cartridge. Additionally, a minimum fill notification occurred with multiple cartridges during the load sequence. The customers blood glucose level was 401 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.